Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of MFR or component failure.

Event description:
Pt implanted 5 months previous to report of loss of implant. Pt had been doing well, when on (B)(6) 2014 noticed that the sound processor had mobility and reported some tenderness and some drainage at the surgical site. Pt denies illness, fever, or chills. Seen by physician on (B)(6) 2014 where it was observed that the implant had extruded. At this time, revision surgery hasn't been scheduled.